Manufacturer narrative:
The device was returned for evaluation. The valve was visually inspected. The silicone housing around the siphonguard was cut/torn. Marks were found on the siphon guard. This is the probable the cause of the silicone damage. The root cause for the tear/cut in the silicone housing is likely due to the use of the device. As noted in the IFU silicone has a low tear / cut resistance. Previous investigation has found that silicone housing tears are not design related; in order for the housing tear to occur the user has to compromise the silicone through a nick or tear in order for the event to occur. Validation testing demonstrates a robust design. Testing has shown that if the silicone housing has been compromised, a housing tear is likely to occur. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the rep, a certas plus valve stopped working when the siphonguard became separated. Surgeon noticed during shunt revision surgery. No delays reported.